Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple no delivery alarms. The customer's blood glucose was 154 mg/dl. The customer also stated that they replace the insulin pump, but the issue reoccurred. The insulin pump will be returned for analysis.